Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is de h6 codes refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient has an ons (occipital nerve stimulation) therapy. Due to loss of therapy and burning sensations in the neck area the caller contacted the clinic. System was checked there and the healthcare provider (hcp) informed the caller that one active contact was defective. This was diagnosed at the beginning of (B)(6) 2025 (exact date unknown, since caller could not remember). The defective contact was deactivated and another contact was activated instead. Now caller has the same issue again (loss of therapy and burning sensation in the neck area). He called the manufacturer and asked what to do now. The agent advised the caller that she should contact her hcp and that the system needs to be checked in the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they don't know the exact cause of the high impedances. They noted that there are some cases where one contact from the electrode can develop this problem over time. In his case the stimulation is reprogramed to the intact poles.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the issues occurred at the beginning of 2025 and it was identified on may 8th that one contact on the left anker stim electrode (pole 4) had an increased impedance of >30 000 ohms so during the reprogramming session in may this pole was removed from programming. After this the burning sensation was gone for a period of about two weeks. The cause was increased impedance on pole 4 on the left lead. On june 12th the patient visited the clinic for follow up. After an impedance check it was determined that there were no changes to the last programming session (pole 4 was still increased) but there were no new technical issues that could be the reason for new burning sensations. Since the patient has complained about burning sensation in the area of right eye and right jaw when stimulation was on, the hcp reduced pulse width and intensity to avoid overstimulation in this region. Also the hcp did some reprogramming in groups a and c with lower pulse width and intensity. After new settings the patient was feeling a pleasant stimulation, no burning sensation, and was sent back home.